Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Reports 7 false negative flu b results on 1 patient over 2 years. Unknown if patient was symptomatic. Customer unable to provide any additional information. No apparent adverse event. Report 6 of 7.